Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to issue furosemide tab 20 mg. The cubex monitor application had disappeared from the windows taskbar when it was hovered over. The customer was walked through double-clicking the medbank application shortcut on the windows desktop. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist found that the cubex monitor app disappeared from windows taskbar when tss hovered on it. Then tss guided the customer through double-clicking the medbank application shortcut on the windows desktop, then restarted all in one (aio) to complete the process. The system functioned as intended after the technical support specialist troubleshot the device.